Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were inserted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. Transgraft flow was noted after the stent graft was dilated with an 18 mm angioplasty balloon. It was reported that the degree of flow was greater than blushing; therefore a 16 mm diameter x 8.5 cm length iliac limb was deployed inside the bifurcated stent graft to it. The transgraft flow was not resolved. The patient's activated clotting time was reportedly 400 seconds during the procedure. No additional information is available at this time.